Event description:
Originally reported to idtf, health professional reports: protime system inr result 5.5. Unspecified lab system inr result 2.5. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR method: MFR eval pending product return from user facility.